Event description:
Event verbatim [preferred term] thermal burn [thermal burn] , less than 1% total body surface area (tbsa) partial and full thickness second degree contact burn [burns second degree], scar on his skin of lower back [scar], difficult for him to sleep every night/could not find a comfortable position to lie [insomnia]. Case narrative:the initial case was missing the following minimum criteria: no information reported regarding adverse event. Upon receipt of follow-up information on 07sep2017, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable attorney by way of claim letter and medical records. A (B)(6)-year-old, male patient of an unknown race used thermacare heatwrap (thermacare lower back and hip) as directed for 2 to 3 hours at approximately 07:00 pm on (B)(6) 2015 to alleviate pain in his lower back. His relevant medical history included hypertension, dyslipidemia and kidney stone removal (underwent lithotripsy in (B)(6) 2015) on an unknown date. The concomitant medications and past drug history were unknown. On (B)(6) 2015, he experienced severe burning discomfort/constant dull non-radiating burning pain to his lower back. At approximately 10:30 pm on (B)(6) 2015, he noticed that the area where he was feeling the burning sensation was discolored and reddened. On (B)(6) 2015, the skin in his lower back was blistered and bubbled up and he sustained significant burn injuries. He thought that they would resolve on their own, however the burn progressed and got worse over the next few days and experienced continuous pain on his wound which made difficult for him to sleep every night and could not find a comfortable position to lie due to the painful wound on his back. He applied iodine and bacitracin plus neomycin plus polymyxin b (neosporin) to the burn on an unknown date. On (B)(6) 2015, he went to burn center and complained for dried skin, redness/erythema, irritation, pain from the wound/continuous pain at the burn site and blanches to light touch. During hospitalization, his burn was assessed as thermal burn and less than 1% total body surface area (tbsa) partial and full thickness second degree contact burn and was treated with oral analgesia oxycodone 15 mg and morphine 2 mg intramuscularly (im) and burn wounds were cleaned and a small mechanical wound debridement was performed. He was discharged on the same day and his discharge medications included "pso"/xeroform for burn. He was advised to avoid sunlight exposure and to return for follow-up of wound check. In (B)(6) 2016, he had scar on his skin of lower back in the shape of thermacare heat pad which was reported as permanent. Alternatively it was reported that almost after two years of burn injury he still had scar. The relevant lab data was unknown. The action taken with thermacare heatwrap in response to the events was unknown. As of (B)(6) 2017, the clinical outcome of the events thermal burn, less than 1% total body surface area (tbsa) partial and full thickness second degree contact burn and difficult for him to sleep every night/could not find a comfortable position to lie was unknown and of scar on his skin of lower back was not recovered.